Event description:
An ophthalmologist reported a pt developed endophthalmitis one day after cataract surgery with implantation of a ceeon model 912 (16.5d) lens. The pt was a 49 year-old male with a recent history of cancer and comcomitant cancer meds. Cataract surgery was conducted on 8/24/1999. The next day he presented with inflammation of the eye. The pt was treated with high dose steroids (no antibiotics). By 8/24/1999, his visual acuity in the affected eye had improved to 20/30. Full recovery was reported. The physician wondered if there was the possibility of a sterility problem with the lens, since another colleague had a similar experience on the same day with a ceeon lens from a different lot (see MFR report no 9614546-1999-00040). A third colleague implanted a ceeon model 912 the same day, also without incident. Investigation of the complaint revealed the two lenses were from different sterility lots. No other complaints of endophthalmits have been received regarding these two sterility lots. Additionally, this site had implanted 14 other model 912 ceeon lenses without difficulty. They intend to continue to use their supply of model 912 lenses.